Event description:
It was reported that the bd maxplus needleless connector experienced leakage. The following information was provided by the initial reporter: on attempt to remove the connector from the blood collection adapter, the top of the connector broke off in the hub of the adapter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary the customer reported the top of the syringe connector broke off in the hub of the adapter, and returned one used sample of mp1000-c as well as the syringe. The sample showed that the syringe male luer post broke off within the maxplus, and the complaint is verified. The threaded wall on the syringe luer was also cracked and broken on one side, implying that significant force was applied to the connection. The syringe and maxplus were both quite bloody and this made it a little hard to see. The investigation found the maxplus to not be at fault. A device history record review for model mp1000-c lot number 22015773 was performed. The search showed that a total of 76,803 units in 1 lot number was built on 18jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd maxplus needleless connector experienced leakage. The following information was provided by the initial reporter: on attempt to remove the connector from the blood collection adapter, the top of the connector broke off in the hub of the adapter.